Event description:
Event description guidant received information that this right ventricle lead displayed out of range impedance measurements for the last three months. The device is part of the corrective action prizm short population. The patient had not received therapy. A guidant technical services representative discussed a possible lead fracture. During an invasive procedure the lead was surgically abandoned, and the device remains implanted.